Event description:
Additional information received reported that the patient had stimulation in the wrong location. It was noted that the patient was ¿ having a little bit of a problem with the device, but the device worked wonderfully and she was only having surgical pain.¿ it was noted that the patient was ¿feeling pretty good.¿ it was noted that the patient went to the mall on (B)(6) 2013 and they ¿stayed in one wing and the patient only carried light bags.¿ it was noted that the next morning when the patient woke up, she ¿felt like the stimulation was moving around and she felt stimulation around her ribs and liver.¿ it was noted that she felt this same thing on(B)(6) 2013. It was noted that the next day, the stimulation was the same and the patient started to become nauseated, so she turned the stimulation off. It was further noted that on (B)(6) 2013, the patient saw the physician and manufacturing representative and reprogramming was attempted. It was noted that the patient¿s stimulation was ¿all anterior, nothing posterior in the back and legs, which was the desired place for stimulation.¿ it was noted that the x-ray showed everything was intact. It was noted that the patient met with the physician and manufacturing representative on (B)(6) 2013 and more reprogramming was attempted. It was noted that ¿it was worse¿ and the ¿stimulation would start anterior and go across, not down the patient¿s legs.¿ it was noted that ¿they agreed the stimulation was getting worse, not better.¿ it was further noted that the patient experienced ¿shoulder blade spasms during reprogramming.¿ it was noted that ¿when she had the surgery, they nicked the spinal cord¿ and the patient had a ¿spinal headache and was given a blood patch.¿ it was noted that the patient was getting headaches that were constant, but ¿not as bad as the spinal headache after the surgery.¿ it was further noted that the physician ¿thought there was spinal fluid or scar tissue around the lead¿ and was ¿concerned that it was still leaking.¿ it was noted that the patient had a bulge and herniation at l4 and l5. It was noted that the patient was going to have a revision. Additional information reported that the revision date was unknown. It was noted that the impedances were normal and no malfunctions were seen. Additional information reported that the patient was still having concerns regarding the device or therapy, but she was working with the physician and manufacturing representative. It was noted that the patient had appointments on (B)(6) 2013.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had lead revision surgery on oct 16, 2013 at which time the physician moved the lead about ¿a millimeter¿ and re-anchored it. It was noted that the patient had excessive scarring around the lead. The hcp noted that ¿some people just scar more than others¿. After the revision surgery, the patient was reported as getting stimulation in the correct location. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient; product ID: 97754, serial#: (B)(4), product type: recharger; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported indicated that the patient was programmed and was receiving effective therapy at the time of the report.

Event description:
It was reported that the patient had met with the manufacturing representative on the day prior to this report and everything was working well. On the day of this report, however, the patient reported that she could not feel stimulation for at least 30 minutes after she had woken up. The patient also stated that she could not feel stimulation in the back or right leg when reclining with the legs up. The patient then got into the reclining position again and was able to feel stimulation. The patient stated that she may have had her head in the wrong position and now that it was "all the way back" she could feel stimulation. The patient also reported that she could not feel stimulation on the right side when standing. The patient was then able to increase to amplitude for the right side and the issue was resolved. Three weeks later, it was reported that the patient experienced stimulation in the wrong location. The patient stated that most of the stimulation was on her belly and sides, not in her spine. The patient also stated that she was not getting any stimulation down her legs. The patient had reportedly met with the manufacturing representative eight days prior to this report for an adjustment to move stimulation from her belly to a different area. The patient stated that the adjustment "did okay", but did not put it exactly back where it had been. The stimulation reportedly did not go back to the original settings, but was better than before the adjustment. The patient stated that since the adjustment, stimulation went from the posterior around to her thighs. The patient noted that it was "nothing bad", but felt like it was vibrating her sides. The patient was reportedly having pain on the left side, around l2-l3, and a lot of burning down her left leg. The patient stated that she could get some stimulation on the right side, but had to increase it "so high" that it made her stomach hurt due to the stimulation. It was noted that the patient first noticed these symptoms on the day prior to this report. The patient had reportedly thought that it was due to the activities she had done over the weekend but stated that it was now obvious because it was "not just on her side and on the day prior had some on her back". The patient stated that she had been at the mall and had possibly been exposed to security gates. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient began feeling stimulation in their liver area" around the date of report. The patient worked with the manufacturing representative to tweak the stimulation. After it was tweaked, the stimulation was in the front, legs and stomach, and breasts. The patient stated that the manufacturing representative attempted "every which way" and was not able to get the stimulation to move from the anterior. It was noted that an x-ray indicated that the leads were all working correctly. For the past week, the patient had been feeling a "sharp, stabbing pain" in their back that "takes their breath away." The pain was located near lumbar 1 and lumbar 2 on both sides. It was noted that it was "more on the left and sacral 1 on the left side" near the surgical site. The patient stated that the pain did not coincide with "stimulation on moments." It was noted that it occurred with stimulation off. The patient noted that during surgery" they clipped spinal fluid so they did a blood patch. There was possibly a little pocket of spinal fluid." The patient had turned stimulation off as it was not helping them. The patient had tried turning it on a few times since but it did not help. Additional information was requested but was not available on the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported 8 weeks prior the patient had a revision of the leads. It was reported the patient was not sure why, but the leads "did their own thing." It was reported the patient had been "released from the restrictions" and could move more at the time of report. It was noted the patient had done more than she had in a long time in the week leading up to report. It was reported the stimulation had been great and she was feeling stimulation in the legs, belly and groin area but it did not seem to be reaching the pain in the back. It was logged the patient tried to increase the stimulation but the stimulation was too strong in her legs and it made her feel like the legs were going to run a marathon. It was also noted the patient had a fall 3 weeks prior and went to the ER and had a sprained ankle and possible fracture.